Event description:
The customer reported a button error alarm. The insulin pump was splashed with water, but there was no water underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display anomaly.